Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm active while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The heartmate mobile power unit was not returned; however, a log file was submitted. The submitted log file contained data spanning approximately 22 days (B)(6) 2021 per the timestamp). The log file captured a no external power alarm while connected to the mobile power unit on (B)(6) 2021 at 12:09:07 due to the rsoc and bus voltage dropping below the minimum voltage threshold in both power cables. The alarms resolved when external power was restored to the mobile power unit and the rsoc and bus voltages in both power cables were restored to their expected voltage thresholds. Multiple attempts were made to obtain additional information about the reported event such as if the mpu was exchanged or removed from service, if the mpu will be returning, the serial number of the mpu, if the mpu had the v-lock connector on the ac power cord, if it is known if the power cord came loose at the wall outlet or at the back of the unit, if there were any environmental circumstances that would have affected the ac power at the time of the reported event; however, no response was given. The root cause of the reported event could not be determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate ii patient handbook (rev. C) under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that in a log file review it was observed that the patient had a no external power event on (B)(6) 2021. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support.